Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR as pt retained explants. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "the pt presented with pain. The stem was loose. The doctor proceeded to depuy solution stem and head. The pt's first surgery was performed elsewhere. No notes, chart stickers etc. No lot codes. No other info per hospital protocol."